Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Event description:
Approximately two years and six months post heartware lvad implantation, the patient reported that his/her controller had a faulty display. The patient's controller just showed signs and did not display pump parameters. The controller has not been exchanged due to the patient's condition unrelated to this event. It will be exchanged when the patient has been stabilized. There is no reported patient injury related to this event.

Manufacturer narrative:
The returned controller passed visual inspection but failed functional testing. Functional test confirm the reported 'display error' malfunction. Further analysis revealed that the most likely root cause of the faulty pixels was due to a defect in the lcd screens display board. The most likely root cause of the faulty pixels was due to a defect in the lcd screens display board. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.